Manufacturer narrative:
(B)(4). The certas valve was not returned for evaluation (per customer, is not available); therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, manufacturing records were reviewed and found no anomalies. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
A physician reported over drainage with a shunt valve that occurred on (B)(6) 2020. A certas plus was implanted in a patient with idiopathic normal pressure hydrocephalus via ventricular peritoneal shunt on (B)(6) 2020 with an unknown setting. The valve was used with bactiseal (ns0340). After placing the valve, the hydrocephalus symptoms improved for 3 days. However, on (B)(6) 2020 the patient complained of headache and over drainage was identified. The valve setting was changed to 8, but the over drainage symptoms did not improve. On the following day, the catheter was ligatured at the upper chest and an a-line (venous perfusion pressure measuring instrument) punctured the valve and measured, and then confirmed the pressure was more than 40mmh2o. The patient had high intracranial and hydrostatic pressure therefore, on (B)(6) 2020, a new certas valve was added in series behind the existing valve. The patient reportedly recovered.